Event description:
During the review of an article titled "vagus nerve stimulation in children with refractory seizures associated with lennox-gastuat syndrome", it was noted that one pt was rated worse in seizure clustering after six months of vns therapy. Good faith attempts to obtain add'l info from the primary authors have been made, but no add'l info has been received to date.

Manufacturer narrative:
Article citation: frost, m; gates, j; helmers, sl, et al. Vagus nerve stimulation in children with refractory seizures associated with lennox-gastaut syndrome. Epilepsia. 42. 1148-52. 2001.